Manufacturer narrative:
Concomitant: product ID 8709, serial# (B)(4), implanted: 2005-(B)(6), product type catheter. (B)(4)

Event description:
It was reported the patient almost died 2.5 years ago when the pump ¿died¿. The patient was hospitalized with major withdrawal, severe pain, ¿system was shutting down¿, going into failure and screaming in pain. The patient was hospitalized for a week or 2 then the patient had to wait for a month until the pump could be replaced. Per the reporter the pump needed to be replaced by a certain date so the pump ¿died¿. It was not known what the pump was delivering at the time of the event as the reporter stated the patient has had many different medicines in the pump including prialt, but not at time of event, has had baclofen, morphine due to bad pain often caused by infections causing his body to ¿cramp¿. Patient outcome or drug not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.